Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer changed the infusion set and cartridge, resumed insulin, and requested a replacement infusion set due to frequent occlusion events. Technical support completed a pump system check and agreed to send a replacement infusion set due to supply constraints, which the customer acknowledged.